Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned along with associated cutter, sn #(B)(4) and ratchet handles to the manufacturer for repair and evaluation. The service record indicates that the device was last repaired on 09/16/2011 for a non-related issue. Evaluation of the device observed the set screw to be missing to one of the two ratchets returned and the front edge of the comb and the tines were bent. It was noted that there was minor wear to the roller and minor galling of the roller gear teeth. Functional testing could not be performed on the device due to the damaged comb. The returned cutter, sn #(B)(4), was observed to be nicked and had a slightly shear blade. This cutter was sent back to the customer as non-repairable. Improper handling and lack of preventative maintenance by the most likely caused the damage to the comb and cutter, which most likely caused the reported event. The device was serviced and sent back to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not working properly. Additional clinical follow up revealed that the harvested donor graft was useable. It was reported that there was no patient injury or extended procedure time involved and an alternate device was available to complete the procedure.